Manufacturer narrative:
This event was the direct result of the blade breakage reported. Analysis of the actual returned device did not reveal any manufacturing related defects. Incident appears to be the same as reported on MFR# 2649798-2005-00005, but reporter could not confirm. Upon microscopic examination, both samples appear to have broken near an expected high stress concentrated area, due to the imposition of an excess bending "moment" on the blade. There is some oxidation present on the fracture surface, but there is no evidence of a pre-existing deformation or crack which may have contributed towards the failure.

Event description:
User stated blade broke off in patient's knee. This occurred twice. User did not report any adverse effect on patient.